Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. This complaint does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls / mitigations.

Event description:
It was reported that the device had a system fault. There was no patient involvement, and no patient harm/adverse event reported.